Event description:
After magna valve implanted, tee showed left main coronary artery occluded and problem with anterior lateral wall of heart; opened heart to find a fibrinous coating on ventricular side of valve, pink in color; acute thrombus on sewing ring. Valve explanted.